Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). During the procedure, the valve was able to be implanted. Post-implant, the patient experienced transient paroxysmal supraventricular tachycardia (psvt). A temporary pacemaker was placed as an intervention. The patient's status was stable.

Manufacturer narrative:
An event of arrhythmia was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the exact cause of the reported arrhythmia could not be conclusively determined. The reported unexpected medical intervention was result of case specific circumstances, as temporary pacemaker was used. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.